Manufacturer narrative:
The referenced of the patient's controller malfunction was reported under MFR# 2916596-2021-01261

Event description:
Related manufacturer report number: 2916596-2021-01261 it was reported that the patient and caregiver had heard an alarm in the middle of the night waking both up. The alarm was described as beeping very loudly and the patient decided that the controller needed to be changed. During the controller exchange the patient's wife reported that when she replaced the controller the patient felt lightheaded and sweaty. The vad coordinators were not notified of this until the follow-up appointment on (B)(6) 2021. Interrogation of controller revealed no external power and replace backup battery. Actions performed included they replaced the back-up controller and had the patient remain on their original secondary controller. While in clinic, the controller was plugged it in their mock loop to further investigate things. It did not beep when plugged in and still said 13 months left of battery and more importantly did not start up the site's mock loop. There was a low voltage advisory at 0037.06 while being on the mobile power unit (mpu) at home. Then there are multiple power cable disconnect alarms noted with more low voltage advisory alarms. Then at 0043.35 there was a no external power alarm, at 0043.38 still with no external power alarm but now with replace backup battery alarm. The pump was listed off at 0056.16. It was suggested that the controller be sent back for analyses. The site did not have downloaded log files except for the export file. After controller exchange, the patient is doing well without issues-therefore normal plan of care continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm in the middle of the night was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)). The returned controller is investigated under (B)(4). The downloaded log file contained approximately 7 days of data ((B)(6) 2021 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms beginning on (B)(6) 2021 at 0:37:06 due to the relative state of charge (rsoc) voltage on the black power cable dropping while connected to the mobile power unit (mpu). The atypical alarms continued until the black power cable was disconnected from the mpu at 0:42:47. The white power cable was also then disconnected from the mpu at 0:43:35, resulting in a no external power alarm. After disconnecting the white cable, the system controller was not reconnected to external power. The driveline was disconnected at 0:56:16 and the controller was later put into sleep mode; this is consistent with the provided information that the controller was exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The remainder of the log file captured data from the reported testing of the system controller at the clinic; the mpu did not appear to be in use during this time. The mpu was not returned for evaluation. Additional information provided stated that the mpu is operational and the patient continues to use it without issues. The reported alarms in the middle of the night were determined to be atypical low voltage advisory and power cable disconnect alarms; the root cause of these alarms could not be conclusively determined through this analysis. Incidental findings: low voltage hazard alarm due to loss of ac power while on mpu on (B)(6) 2021 heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, power cable disconnect, no external power, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on 07aug2019. No further information was provided. The manufacturer is closing the file on this event.